Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the narrow, non-calcified mid brachial artery. A 6.0 x 150 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted during unpacking, inspection and preparation of the pta catheter. Resistance was felt while attempting to introduce the pta catheter through the non-abbott introducer sheath. Force was applied to get the pta catheter through the introducer sheath and no other resistance was felt during advancement. On the first inflation of the pta catheter the balloon ruptured. During removal of the pta catheter from the anatomy, the catheter became stuck in the introducer sheath and they were removed as one unit. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.